Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a vitrectomy procedure, the laser probe tip could not be inserted into the trocar cannula.

Manufacturer narrative:
Additional information provided the 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25-gauge trocar, it became stuck, replicating the reported event. However, the sample¿s radio frequency identification (rfid) tag was read and the sample was determined not to be associated with the customer reported lot number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was not received. The 25 gauge illuminated flex curved laser probe was manufactured on june 15, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).